Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.00/+3.5/079 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2023-01497, but the problem was not resolved. The lens remained implanted. The surgeon is considering further treatment. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
New information: b5 - the reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.00/+3.5/079 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 with a same length but different position axis lens due to lens rotation. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated the patient has not returned to the clinic since the last follow-up. According to the surgeon, the patient does not seem to require further treatment for now. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a microcentrifuge vial with debris on the product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).